Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Migration was observed following the implantation of this biotronik device. Therefore, the device as received was visually inspected. The visual inspection revealed no external anomalies. There was no indication of a material or manufacturing problem. Further, the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
This device was explanted due to was eri and extremely displaced into the infra pectoral/left axillary area requiring pocket revision. Should additional information become available, this file will be updated.